Manufacturer narrative:
Pc-(B)(6) additional information was requested and the following was obtained: 1. Can you identify the lot number of the stratafix symmetric sxpp1a405? 2. Do you have any photos of the wound? 3. What is the current condition of the patient? The patient self discharged from hospital on day 2. No further information received as to the current condition of the patient. No photos or lot numbers available.

Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: 1. What layer of tissue was being used or closed? Capsule fat. 2. Was the end-user a new user of this product? Experienced surgeon 100¿s of case with stratafix. 1000¿s of cases with pds & monocryl prior to using stratafix. 3. Was the device or product used for the intended purpose? Yes. 4. Did they have formal training on the use of these devices? Yes. 5. What is the product lot number? Not recorded. 5. Are there sterile samples from the reported finished goods lot available for testing? None available.

Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2017 and a barbed suture was used on the capsule and fat layer. The patient self discharged from the hospital on day 2. Four weeks post-op on (B)(6) 2017, the patient fell and damaged the knee and presented to the surgeon. The wound had ¿split¿ open. At 6 weeks post op, the patient had pain and had a scan performed, and prosthesis position was found to not be optimal. The patient underwent a knee revision on (B)(6) 2017. During the revision procedure, the surgeon had noted that the skin had healed well and had good union, but as soon as skin was penetrated, the surgeon described the surgical site as a ¿cave¿ where the fat tissue and capsule had dehisced and opened up. The surgeon cut all 3 layers from subcuticular fat layer and capsule and there was no evidence of suture material in all 3 layers. The sutures had dissolved. The patient did not require a revision knee replacement. Instead the surgeon re-sutured the surgical wound (capsule, fat & skin). The surgeon opined the absorption rate for the suture was meant to be 6 months and was concerned there was no suture material present. No additional information is available.